Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving compounded baclofen (1000.0 mcg/ml at 276.1 mcg/day) via an implanted pump. The indication for use was intractable spasticity and multiple sclerosis. It was reported the patient presented to the clinic, on (B)(6) 2017, for pump refill and reported increased episodes of increased stiffness secondary to low/empty pump reservoir. The patient's pump rate was previously increased without rescheduling pump refill appointment (increased it rate led to sooner alarm date and refill appointment not adjusted accordingly). The pump was refilled and 0.5 ml was aspirated from the pump. The device diagnosis was other empty pump reservoir and the clinical diagnosis was decreased therapeutic relief. It was indicated the event was related to the device or therapy and related to the drug baclofen due to the low/empty pump reservoir. The issue resolved without sequelae on (B)(6) 2017. Additional information noted the cause of the pump running empty was the increased it rate led to a sooner alarm date and refill appointment was not adjusted accordingly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.